Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set disposable disconnect y-set was damage. The event was further described as ¿separated empty bags and tubes¿ this occurred after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted the tubing separated from the port of the drain bag. The reported condition was verified. The cause of the condition was related to inadequate solvent bond between the two components during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.